Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pacemaker was in backup vvi mode. It was noted that the patient experienced some weakness and dizziness. A device download was performed successfully. Patient was asymptomatic and stable during and after the device download.